Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated they don¿t have any more information to add. They have talked to the pt one time a couple of weeks ago. Rep told him that is a fairly normal charging range and that if pt wanted to meet for a reprogramming, they could try to adjust to extend that interval. Rep haven¿t heard from him since.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned that the implant battery is not lasting 48 hours. Pt stated they were told from "day 1" the implant battery would last 4-5 days but then they were charging every 2-3 days. Pt stated they are on program c intensity 3.8 but they do not know what that means. Agent reviewed this is dependent on settings and usage of the therapy. Agent asked - pt stated they have been seen in person twice since implant. Pt denied increasing intensities but confirmed they have been reprogrammed. The pt was redirected to hcp for concerns on implant charge frequency. The pt stated they have to go to a doctor appointment and pt disconnected the call. Patient called back stating they are still having issues with their implant depleting quickly. Patient stated that they were seen for reprogramming by rep a month ago, and they changed to group c recently. Patient stated their implant battery will not last more than 48 hours before it has to be charged again. Patient became escalated and expressed frustration. Agent reviewed that implant depletion is dependent on usage, and patient continued to become escalated. The patient was redirected to their healthcare provider to better address the issue. Patient mentioned they saw one other rep before when first implanted. .

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.